Event description:
A malfunction was reported on the pump, causing the customer¿s blood glucose level to exceed 500 mg/dl, displayed as "high." The customer contacted support for assistance in addressing the blood glucose level as well as the malfunction. Technical support provided information to reset the pump, assisted in the pump reset, and confirmed that the malfunction code did not recur. The customer was informed to continue using the pump and to call back if any malfunction recurred.